Event description:
The sister of a female patient contacted lifecor customer support to report that the patient had passed away. She stated that the patient was wearing the lifevest at the time of death. She also stated that the patient refused to go to the hospital. The sister does not know what happened to the lifevest. She stated that it was on the patient when she left the house and the patient is now cremated.

Manufacturer narrative:
The device has not been returned to lifecor. The device has not been downloaded. Unable to give any more information at this time. Will send a supplemental report if the device is ever returned.